Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as weakness, sweating, and a loss of consciousness. The customer was unable to self-treat and received third-party administration of insulin (dose/type unspecified) three times; however, the high values remained on the device. Afterwards, the customer was administered candy, sugar water, and orange juice with sugar by a third-party for corrective treatment. There was no report of death or permanent impairment associated with this event.